Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of greater than 3,000 ohms at implant. The lead was unplugged and plugged back into the device header a couple times after which no noise was observed, sensing was okay, and shock impedance was normal. The procedure was successfully completed, and no adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of greater than 3,000 ohms at implant. The lead was unplugged and plugged back into the device header a couple times after which no noise was observed, sensing was okay, and shock impedance was normal. The procedure was successfully completed, and no adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.